Event description:
Cadd legacy sn (B)(4) was alarming with code 60. (B)(6) rn tried to help trouble shoot but was not successful. New pump was sent to replace malfunctioning pump. Error occurred during therapy but no adverse reaction reported. Pt did not authorize manufacturer to contact customer. Return box was sent for malfunctioning pump. Did the product issue cause or contribute to patient or clinical inquiry: no. If yes, was any medical intervention provided: please explain. Rn assisted in switching to a back up pump. No injury or adverse event reported. Is the actual device is available to be returned for investigation: yes. Dose or amount: veletri 34 nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2014 to ongoing.